Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description summary: (1) "customer called complaining of "self test failed and te (B)(4) (postbootloadererror)". Health impact: (2) no patient involvement.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigaiton ongoing.

Manufacturer narrative:
Follow-up 1 (final) - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The following was reported: "self-test failed and te 1246014". The issue was observed at the pre-testing conditions and therefore without patient's involvement. Additional information was requested to ensure the investigation, but no information was delivered despite reminders. Therefore, it was not possible to make a conclusive decision.